Manufacturer narrative:
(B)(4). D10 medical devices: vngd ps tib brg 10x71/75mm catalog#: 183640 lot#: ni. Biomet cc cruciate tray 71mm catalog#: 141233 lot#: ni. Palacos bone cement catalog#: 66017747 lot#: ni. G2 foreign source: netherlands. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via study that a patient underwent a left knee patella resurfacing approximately four years post-implantation due to patellar pain. The natural patella was replaced with a prosthesis. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, b7, d4, d10, g3, g6, h2, h4, h6, and h11. D10 medical devices: vngd ps tib brg 10x71/75mm catalog#: 183640 lot#: 2075984. Biomet cc cruciate tray 71mm catalog#: 141233 lot#: 721920. Palacos bone cement catalog#: 66017747 lot#: 70411232.

Event description:
It was reported that patient underwent a left total knee arthroplasty where surgeon elected not to place a patella component. Subsequently, due to polytrauma of the lower extremities and ongoing disease progression, the patient began experiencing pain and required placement of a patella prosthesis approximately four years from the initial procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h11. Disease progression of osteoarthritis can continue in native bone structures as a patient continues to age. Other patient comorbidities, lifestyle, physical activities and some medications can increase the patient¿s risk for progressive osteoarthritis. Additionally, females have an inherent risk. Patients with disease progression of osteoarthritis in the affected joint develop knee pain and decrease in joint flexibility. As osteoarthritis progresses a loss of cartilage in the previously unaffected area of the knee has deteriorated to a point in which the patient and doctor may elect to take an approach to resurface the native patella to alleviate symptoms. Exchange of the polyethylene liner is a standard procedure with resurfacing of the patella without allegations against prior to the exchange.

Event description:
No further event information available at the time of this report.